Event description:
Additional information was received from a friend/family member of the patient who reported that the patient had bumps on their head that filled up with fluid that looks like blood.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, lot# j0219955v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0437135v, implanted: (B)(6) 2004, product type: lead.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson¿s dual movement disorders. It was reported that the patient had blood in their lead. The skin around the lead is stretched and breaking open in a lesion. The healthcare provider was worried of an infection developing and prescribed antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.